Event description:
I was forced into an abusive, controlled environment by my ex (B)(6) and whomever she was working with to go against me through a retaliation process. I was made aware through medical history from (B)(6) a neuromonitoring device (medpor®) manufactured by stryker corporation was placed underneath my eye after an intoxicated male attacked me with brass knuckles in a blind-sided incident. I almost lost my left eye during the attack, but also learned several vulnerabilities were inherited and conveniently leveraged by others without any regard to my well-being. Originally, I believed it was a situation of mistaken identity. But, years passed, and peculiar revelations and red flags translated into a much larger picture. I have discovered it is more than just a simple piece of plastic designed to prop my eye up. After referencing the manufacturer's website, turns out it is a neurotechnological implant, much more sophisticated than outlined by dr. (B)(6). This device has shown me first-hand its customizable features are granting others' advantages. It gives the control group esp, voice synchronization paired with artificial intelligence, a controllable way to dispatch a "dizzy-sensation", a way to immediately induce fatigue and drowsiness, begging the question, "how was I never made aware of this?" The programmed software which is reading my brain's activity is being causing a lot of concern. They control my perception visually, which I believe is through my retinas, and I have evidence of others planting designed imagery made for me to stumble on. They can be fully augmented and are sent directly to me. (B)(6) did not mention a word of this, only stated a "sunken-eye" condition could most likely develop from a fractured orbital floor bone in the future. Originally, all that was asked was if my vanity could handle this change in appearance over time or if there would be any issue. I believed dr. (B)(6) had my "best interest" considering it was "professional opinion" I was receiving, so the procedure was scheduled. Today, I am forced to listen to hate speech from child-like teasing, victim of revenge pornography showing my penis all over the internet, imagery of my childhood history covered in background settings, conveying the message my privacy does not exist. I can tell the device can control biological faculties. I face serious barriers to employment opportunities and academic success from this abundance of abuse. I have not been passive about how I feel about this treatment, and never needed to be assertive or give a response of any kind because they can interpret all of my . This "advanced technology" which can alert hospital patients of a seizure before it happens is being weaponized to create a campaign of hate and uncertainty surrounding a possible solution. Authorities, doctors, and various advocates refuse to give information, or "don't know" how to respond to my issue. These voices have told me this is a "masturbation-camming-ring" turned prostitution ring which is "working" somehow and created revenue and profit. The whole feels as if I am on a giant stage with onlookers holding clipboards taking notes on their subjective analysis of what they can see, hear, and how they must respond to me. Surveillance. The medpor device is being used by people who are controlling me. I find it peculiar others knew about this implant and how it worked before I ever did. I observe a number of things that tell me who the perpetrators are. I believe my health is declining substantially and all I did was attempt to date someone. The amount of crime committed against me has been astronomical. I would also like to note that at this time I believe I was harmed by premeditation. I believe the terroristic nature these people subjected me to is fatal. I'd like to formally state if my ex-girlfriend (B)(6) or anyone she was partnering with gave me anything that would harm or kill me in anyway, that it was an act of premeditated homicide/manslaughter in the first degree. There have been too many lies circulating this event and they all seem to be covers for one thing or another. I believe she is trying to flee the country or take zero accountability for her actions. This was all accomplished from the device she/they controlled. She knew everything I was doing at every given time because it seems she was wired to see it. I also believe she exploited me somehow and jeopardized my well-being even before I knew it. FDA safety report ID # (B)(4).